Event description:
Additional information received reported that patient isometrics were performed which did not reproduce any noise. The rv sensitivity was reprogrammed, and the patient was referred to their physician for further follow up. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right ventricular (rv) lead exhibited noise, oversensing, inappropriate anti-tachycardia pacing (atp), and an out of range impedance measurement. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.